Event description:
It was reported to boston scientific corporation (bsc) that an endovive safety peg kit pull method was attempted to be used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. During the procedure, the physician's states that the silicon tubing/bumper was pulled through the stoma, and the bumper seems too small on the 24fr peg kit. It was reported that the bumper slipped through without her using much effort. The procedure was successfully completed using another peg kit pull method. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated.